Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registryit was reported that a peripheral cutting balloon (pcb) procedure was performed in 2005. The target lesion was distal, below the knee, with mild vessel tortuosity; lesion type was denovo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 3 mm, lesion length 20.00 mm, pre procedure 90 % stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. Level of pain or length of procedure was not reported. Six month follow visit, patient's status was "dead". No date or additional information was provided.